Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had intermittent ventricular tachycardia (vt) for two days that led to hospital admission and cardioversion. The patient's implantable cardioverter defibrillator (ICD)&#1157;mains in use with no changes noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.